Event description:
I used icy hot heat therapy- back patches on my lower back. When removing the patch, skin was pulled off by the adhesive. It was very painful, and even now 12 hrs later, it is still causing significant pain. Dose or amount: one pad. Frequency: once. Route: cutaneous. Dates of use: 2008 (8 hrs). Diagnosis or reason for use: back pain. Event abated after use stopped: no.